Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during a stenting procedure within the sigmoid colon on (B)(6) 2010. According to the complainant, the stent was used to treat an anastomotic stricture following a colon resection. Despite a very tortuous anatomy, the physician was able to successfully place the polyflex stent without issue. Thirty minutes after the conclusion of the procedure, the patient complained of severe pain. A scan of the colon revealed free air, and it was determined that the colon wall was perforated during the stent placement procedure. The patient was subsequently sent to surgery to repair the perforation and remove the implanted polyflex stent. The patient was fine post-operatively. No further treatment or intervention was required. The physician was unsure if it was the polyflex stent or the colonoscope which caused the perforation.

Manufacturer narrative:
Patient age estimated to be between 50 and 60 years. (B)(4) - surgical intervention required. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.